Manufacturer narrative:
The product has been requested back for investigation. In addition the customer reported that the battery cover that contains the meter's serial number is missing therefore the serial number for this device is unknown. If product is received, a follow-up report will be submitted with investigation results.

Event description:
An adc customer reported they received imprecise meter readings on their blood glucose meter within 10 minutes. Results of 206mg/dl, 98mg/dl and 500 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.